Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the second inflation, the balloon valvuloplasty catheter was allegedly difficult to retract through the sheath; therefore, the catheter and sheath were removed together as a single unit. It was further reported that upon removal of the balloon valvuloplasty catheter and sheath, access to the site was allegedly lost. Reportedly, access was gained and another balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
It was originally reported that balloon valvuloplasty catheter was allegedly difficult to retract through the sheath; but it was later discovered that during the procedure the communication from the physician to the technician was misinterpreted. The user facility clarified the event and stated the device performed as specified and there was no alleged deficiency. After receipt of the follow up information, this event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.